Manufacturer narrative:
Section d4, h3. H4: additional information. Section d10: correction. A segment of the driveline was returned only. Manufacturer's investigation conclusion: incidental findings: visual examination of the previous driveline repair site revealed damage to the gray shrink tubing, approximately 13.25-13.5¿ from the controller connector. Examination of the submitted photos and returned segment of driveline confirmed the reported superficial damage. Approximately 17.75¿ of the patient¿s driveline was replaced on (B)(6)2020. Evidence of a previous driveline repair was present on the returned segment of driveline. The pins of the metal connector appeared free from deformation. Damage to the outer silicone jacket, clear bionate, and metal braided shield was observed approximately 11.5-12" from the controller connector. The underlying wires were exposed in this area. Visual examination of the wires in this location did not appear to reveal any areas of wire insulation breakdown. Additionally, visual examination of the previous repair revealed damage to the gray shrink tubing, approximately 13.25-13.5¿ from the controller connector. Green discoloration was observed underneath the outer layers of the previous driveline repair site. This discoloration appears consistent with fluid ingress in this location. The underlying layers of the previous repair were otherwise unremarkable. The previous repair, silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have been present during support. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jul2009. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cosmetic damage of the driveline. There were no alarms and the customer secured the driveline damage with rescue tape and would like to schedule a driveline repair in the near future. : a cosmetic plr was performed on (B)(6)2020. No alarms were reported.